Event description:
Patient had a shunt revision for shunt malfunction and had a delta shunt valve replaced with programmable strata mr valve on (B)(6) 2017. The patient had another shunt malfunction on (B)(6) 2017 and on intraoperative interrogation of the shunt, the strata mr valve was noted to be malfunctioning and was therefore, replaced with a new strata mr valve. Patient had a MRI and had his shunt reprogrammed in a clinic setting in the interim. Shortly thereafter, he presented to ER with shunt malfunction from strata mr shunt valve that had gotten stuck between setting and had limited to no drainage of fluid. The valve was able to be reprogrammed after multiple attempts and the patient's symptoms improved in the ER. He was taken electively to the operating room to have his strata mr valve explanted and replaced with a strata ii valve. Dates of use: (B)(6) 2017. Diagnosis or reason for use: hydrocephalus. Is the product compounded: no. Is the product over-the-counter: no. Event abated after use stopped or dose reduced: yes.